Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted less than one year exhibited a monitoring voltage of 2.67 v. It is reported that the patient never paces.